Manufacturer narrative:
Additional information was provided in h.6. And h.10. The product was not returned for analysis. Photo provided showing an implanted iol. There appears to be a line/mark on the iol, the exact location of the mark cannot be determined. A definitive determination of the complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, the iol presents a manufacturing defect, which was observed when implanting iol in the patient. This implant was removed and changed. Additional information was received that, the fracture was observed in the iol when implanted. There was no patient harm/injury associated with the event. Patient's symptom was improving.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).